Event description:
It was reported that the customer had high blood glucose levels of 142 mg/dl. The customer reported that the insulin pump alarmed no delivery. Troubleshooting was done. The customer was advised to change the infusion set and reservoir on the insulin pump. The customer was advised to push insulin slowly from the reservoir with a plunger. The customer reported that they did not have a plunger. The customer was advised to rewind the insulin pump, reinsert the reservoir into the insulin pump and to run a manual prime. The customer reported that the insulin pump did not alarm no delivery. The customer was advised that the insulin pump was working as designed. The customer however called back again about getting another no delivery alarm and would like to have the insulin pump replaced. No additional information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, a scratched reservoir tube window and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).